Manufacturer narrative:
The surgeon removed the patient's bilateral tmj implants, debrided the joint spaces, and elected to place revision stock devices.

Event description:
The patient's bilateral tmj devices were removed due to bilateral ankylosis and heterotopic bone.